Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had no image. There was no patient involvement.

Event description:
It was reported that the subject device had no image. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g3, h2, h3, h6, h11. Correction to b5 of the initial report. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty, depressed and multiple cut marks/damage/deformation on the cable unit; and the stain marks on the unit. There is a minor corrosion on the coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is due to faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.